Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on two separate occurrences, the patient experienced a heart attack, but the device did not deliver a shock. The patient believes the device is not working properly and that shocks should have been delivered on those occurrences. The device remains in use. No further patient complications have been reported as a result of this event.